Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydratome rx sphincterotome was used. The tome was set up and inserted into the scope in the usual fashion. Upon exiting the scope, the doctor noted the cutting wire on the tome was bent. When the tome was bosed completely and then straightened, the wire seemed too long for the actual tome. The tome was removed and another was used in its place. The pt's condition is reported as stable.

Manufacturer narrative:
A device history record (DHR) review of the lot revealed no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot. Product analysis could not be performed due to the device is being disposed. Customer complaint could not be confirmed since the device was not reported for product analysis.